Event description:
It was reported that the particles were found inside the tip of foley catheter. The entire length of the foley catheter was discolored as a yellowish brown color. The customer opened 2 other trays ,one on the same lot number another on different lot and both catheters seemed to be discolored.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (within original packaging), unused silicone foley with meter bag tray. The catheter was noted to be colored slightly yellowish. This is a property of the silver anti-infection coating and not considered a defect. Visual inspection of the sample noted that the catheter was partially stained with a dark brown foreign material around the drainage eyes. This material is likely much larger than 0.6 sq mm and does not meet the specification "product /assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6mm² or 1/16" in length per tappi dirt estimation chart (maximum 3 particles per side or surface)". It could not be determined whether the foreign material was embedded or loose based on the photo. A potential root cause for this failure could be ¿dirt into the mold or in the material¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the particles were found inside the tip of foley catheter. The entire length of the foley catheter was discolored as a yellowish brown color. Customer opened 2 other trays ,one on the same lot number another on different lot and both catheters seemed to be discolored.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.